Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Performance data was reviewed. An alert/notification settings issue was not found within the investigation window. The allegation was undetermined. However, a cgm accuracy issue was found in connection to the reported allegation. The probable cause of a cgm accuracy issue could not be determined via data. Data investigation shows cgm read 80 mg/dl at 10:13 am on (B)(6) 2024 and fs read 150 mg/dl at 10:15 am on (B)(6) 2024. Inaccuracy is 46.67% with a point difference of 70. The complaint of inaccurate readings was confirmed. The complaint of inaccurate readings was confirmed. No injury or medical intervention was reported.